Event description:
It was reported that there were concerns about the battery remaining on this cardiac resynchronization therapy pacemaker (crt-p) after a recent change in left ventricular (lv) output. Technical services (ts) reviewed device data and noted that the lv output was high, however the battery voltages and depletion were normal. Ts noted that the non-boston scientific right atrial lead was exhibiting farfield sensing of the right ventricular channel and the ra pace impedance was lower than usual, in the 200 ohm range. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns about the battery remaining on this cardiac resynchronization therapy pacemaker (crt-p) after a recent change in left ventricular (lv) output. Technical services (ts) reviewed device data and noted that the lv output was high, however the battery voltages and depletion were normal. Ts noted that the non-boston scientific right atrial lead was exhibiting farfield sensing of the right ventricular channel and the ra pace impedance was lower than usual, in the 200 ohm range. This device remains in service. No adverse patient effects were reported. Additional information was received that this device alerted for a lead safety switch due to the ra pace impedance measurement dropping to less than 200 ohms. Ts noted that there was also myopotential noise present and recommended programming changes. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns about the battery remaining on this cardiac resynchronization therapy pacemaker (crt-p) after a recent change in left ventricular (lv) output. Technical services (ts) reviewed device data and noted that the lv output was high, however the battery voltages and depletion were normal. Ts noted that the non-boston scientific right atrial lead was exhibiting farfield sensing of the right ventricular channel and the ra pace impedance was lower than usual, in the 200 ohm range. This device remains in service. No adverse patient effects were reported. Additional information was received that this device alerted for a lead safety switch due to the ra pace impedance measurement dropping to less than 200 ohms. Ts noted that there was also myopotential noise present and recommended programming changes. This device remains in service. No adverse patient effects were reported. Additional information was received that programming changes were made to extend the blanking period. No further changes were required. This device remains in service. No adverse patient effects were reported.